Event description:
During distraction, the alveolar distractor with straight plate was blocked and the angulation mechanism did not function properly. Surgeon performed a second surgery to remove and replace the device.

Manufacturer narrative:
Investigation is on going; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested. Synthes is unable to determine mfg date. Add'l info has been requested.